Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump, with a note to call back if the issue should arise again.